Event description:
Reported event of port infection requiring reoperation from journal article: "band and port-related morbidity after bariatric surgery: an underestimated problem". M. V. Launay-savary, et al (2008) obes surg 18:1406-1410 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type has been identified as taper ii because the vanguard device is equipped solely with the taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."